Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug elutings stent was implanted in the lad. It was reported that during the index procedure, a coronary artery dissection occurred. It was reported that the dissection was not caused by a medtronic device. The sponsor has assessed that the event was related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event was treated with stenting. The investigator assessed that the event was not related to resolute onyx or antiplatelet medication. Patient is recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor and investigator assessed the event as possibly related to the device. If information is provided in the future, a supplemental report will be issued.